Event description:
It was reported that pieces came out of the device at the user facility. No patient involvement, delay, medical intervention, or adverse consequences were reported.

Event description:
No new information.

Manufacturer narrative:
Corrected data: d9 follow-up report submitted to document quality investigation results.